Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1gm, ongoing) and amikacin injection (100mg, ongoing) for peritonitis. On an unknown date, the patient experienced sepsis. Treatment for the sepsis was not reported. On an unknown date, the patient passed away (while hospitalized). The cause of death was reported as due to sepsis. It was reported an autopsy was not performed and the patient was not recovered from peritonitis prior to death. Pd therapy was ongoing prior to, and at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.